Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. The explanted device will not be returned. No further information has been obtained.